Event description:
It was reported that the ventilator's nozzle unit was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's nozzle unit was found defective. Identification of issue has been done by analyzing problem description and service report. It was clarified that the device failed the internal leakage test with a message 'excessive leakage' and o2 cell/sensor test during pre-use check. The nozzle units were detected as faulty and were replaced to resolve the problem. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ no health consequences or impact///2199. Corrected health effect ¿ impact code: no patient involvement///2645.